Event description:
It was reported to minimed that the customer experienced hyperglycemia along with a keypad anomaly as they need to press the buttons three times before to respond. The customer also reported a loss of communication between pump and mobile the customer reported blood glucose value of 265 mg/dl and was treated with manual bolus. The event involved product(s) mmt-431ag, mmt-7333, mmt-6101, mmt-342, 78893-01, mmt-1884. Troubleshooting was performed and the insulin pump buttons were responding. Reported issue resolved, no escalation required for communication issue. The customer was assisted with log in into carelink account. No further patient complications were reported. The products mmt-431ag, mmt-342, 78893-01, mmt-1884 will not be returned for analysis. A product return is not applicable for non-physical devices.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.